Event description:
Reference number (B)(4). Event occured in bahrain. It was reported that the patient experienced an adhesive malfunction on (B)(6) 2026, with the tape not adhering properly after one day of use. No further information is available.